Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became deceased days after implant of the leadless implantable pulse generator (ipg). The ipg status is unknown. The patient is a participant in the (B)(6) registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient's cause of death was due to right heart failure. There was poor general condition of the patient after mitral valve replacement and tricuspid valve repairment and renal insufficiency, which induced respiratory insufficiency.